Manufacturer narrative:
Additional information: a partial lead with only the proximal portion was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16170. It was reported that when the patient presented during the procedure, the device was observed to not be pacing at all after the lead was connected. Due to the lead parameters being optimum, the physician decided to re-implant a new device the following day. The lead could not be unscrewed from the original device and both the device and lead were explanted and replaced. The patient was stable after the procedure.